Event description:
It was reported migration and a device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was subsequently discharged. At the routine 45-day follow-up, echocardiography and transesophageal echocardiography (tee) imaging revealed that the closure device had shifted toward the mitral side, resulting in a 1.4mm peri-device leak. The patient will remain on anticoagulation therapy, and computed tomography (CT) imaging may be performed for further evaluation at a later date.